Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that oversensing and "cross talk" between this ventricular lead and the atrial lead was noted. No further information was provided. The lead was not returned and no indication that an intervention was performed. No adverse patient side effects were delivered.